Event description:
The customer reported that the system displayed a communication failure and would not boot up. No pt injury or death was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and lemo receptacle were replaced. The system was tested and found to be working as intended and put back into service.